Manufacturer narrative:
The pump passed the self test. The buttons intermittently worked during testing. The pump was cut open, and the keypad overlay/button dome switch layers were removed for a visual inspection. Found corroded keypad traces and moisture damage on the electronic assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Moisture exposure and unresponsive keypad (corroded keypad traces) are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer accidentally took the pump into the pool, resulting in fluid exposure. The event involved product(s) mmt-1885. The customer reported no adverse event. Afterward, the pump¿s buttons were nonfunctional, and the customer reported hearing fluid inside the pump and battery case, as well as seeing moisture under the lcd. No cracks or drops were reported. The customer was instructed to replace the pump, revert to their backup plan as per healthcare provider instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Product return is expected for mmt-1885.